Event description:
According to the distributor's report, the device was used to close a hernia repair incision on a young male. The physician did not use subcutaneous sutures, and did not allow the adhesive to dry between layers. The patient was sent home without instructions on wound care. Two to three days later, the patient returned due to dehiscence. Local anesthesia was administered and the incision was closed with sutures. In follow-up investigation, it was reported that the patient had soaked the incision during bathing. The patient is reported as fine.